Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had changed out her infusion set 10 times in the past day. Customer stated that her blood glucose level was going up. Customer's blood glucose level was 120 mg/dl at the time of the incident. Customer's current blood glucose level is 176 mg/dl. Customer has treated with a bolus. Customer was not hospitalized. Troubleshooting was performed. Customer does not see any air bubbles in the tubing. It was found that the customer had used a new vial of room temperature insulin. Customer also had a small scratch on the lcd screen but customer stated that it does not interfere with viewing the screen. Customer will be sent a tubing clamp and will need to call back to complete troubleshooting. Customer mentioned that she passed out on 03/27 due to a low blood glucose level of 35 mg/dl. Customer treated by drinking juice. Customer was advised to monitor the issue. No further assistance needed.